Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment, foreign body in patient, single leaflet device attachment (slda) and mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted that the patient had a small atrium. Due to anatomy, imaging was also noted to be poor. One clip was inserted and successfully implanted, but it was noted that due to the small atrium, there was not much height from the transseptal. A second clip was inserted, and the height was noticeably less compared to the first clip. To achieve more height, all steps were performed per the instructions for use (IFU) and the clip was successfully advanced into the left ventricle (lv) and grasping was performed. However, after grasping, mr presented lateral of the first clip, so the clip was reopened and attempted to be repositioned. The clip was inverted and attempted to be returned to the left atrium (la), but was unable to do so due to the inefficient height; therefore, grasping was again performed. However, only the anterior leaflet was able to be grasping. The clip was opened to 120 degrees, but the physician noticed resistance and transesophageal echocardiogram (tee) showed the clip had become caught in the chordae and was unable to be removed from the chordae. The clip was then able to successfully grasp both leaflets; therefore, the clip was deployed. However, roughly five minutes after the clip was implanted, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were attempted to be implanted as it was noted that the mean pressure gradient had increased to 6mmhg. The procedure was discontinued, and mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) is the result of a combination of patient anatomy and entanglement of the device in chordae. The reported clip caught on chordae is the result of a combination of patient anatomy and difficult leaflet grasping. The reported difficult leaflet grasping is the result of procedural conditions. The reported poor imaging resolution is the result of challenging imaging conditions due to patient anatomy. The reported foreign body in patient is the result of entanglement of the device in chordae. The reported mitral stenosis is the result of procedural conditions. The reported patient effect of foreign body in patient and mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design, or labeling.na